Manufacturer narrative:
Investigation summary: analysis of the expert file revealed that since (B)(6) 2023, no communication occurred between the smartview connect and the implant. If a patient is limited in terms of patient initiated transmissions (pit) and can only initiate 0 or 1, a check-in step will be launched after a pit is started. When the svc screen is switched off before the pit check-in is completed, the pit is not correctly processed and the svc goes into the temporary loading mode. Therefore, the impossibility to send the scheduled rms monitoring is related to the svc stuck in this mode. It should be noted that this event can be resolved by switching the device off and on again.

Event description:
Reportedly, a patient had rms monitoring scheduled on (B)(6) 2023 in the smartview system, but no transmission was received. On (B)(6) 2024, an attempt was made to disconnect and reconnect the smartview connect to restart the module and a pit transmission test was initiated. After several minutes, two transmissions were observed, one at 9h27 and the other one at 10h25 on (B)(6) 2024.